Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated that the pump was dropped yesterday and they have been having problems with the buttons sticking. Customer stated that only the up button on the keypad was sticking. The insulin pump will need to be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display wi ndow corner, minor scratches on the display window and a scratched reservoir tube window.